Event description:
It was reported that the patient with this implantable pacemaker device had hematoma in the pocket area. During hospitalization a surgical treatment was performed without removing the device and lead. The pocket was partially opened, the hematoma was removed, and the wound was closed. This device remains in service. No additional adverse patient effects were reported.